Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A lot history review (lhr) of rexb2015 showed no other similar product complaint(s) from this lot number.

Event description:
They informed us that the catheter blue external tube broke during the drug infusion.